Manufacturer narrative:
Additional information: images were provided to an edwards physician proctor for review and observations and impressions were provided. Procedural cine was submitted for review. Pre-op CT and procedural echo images were not provided. The physician reported the following; the procedural cine showed heavy calcification at the level of the rcc and lvot, and a good view of the three cusps. Balloon aortic valvuloplasty (bav) was done correctly. The valve was coaxial and deployed well. Aortic insufficiency was seen with the wire across valve. Good post dilatation was performed, and the valve was fully expanded. The aortic regurgitation was still present, with no change. The valve in valve was done correctly, and no ai seen. Impressions: the patient had a heavily calcified rcc and lvot. The reviewer was unable to confirm central ai post implant as the wire was across valve and no echo images were provided. Post dilatation was done well and regurgitation was confirmed with the wire out of lv. It was unable to be confirmed if the correct native annular size to the valve was appropriate as pre-op CT and/or echo images were not provided, as well as the inability to confirm leaflet-motion restrictions or if the aortic regurgitation was central or pvl. Echo images were not provided. It was recommended that, prior to inflation of valve, pull the flex catheter back to at least the middle marker.

Manufacturer narrative:
Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause of the central leak is unknown, but could be related to a motion restricted or non-functioning leaflet. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), the 23mm sapien 3 case was prepped per IFU for transfemoral approach in the aortic position. The valve was well implanted in good position, however, a severe ai was noted. On echo, severe central regurgitation was observed. A second 29mm sapien 3 valve was implanted valve in valve with good outcome. The patient is doing well.

Manufacturer narrative:
There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances, this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause of the motion restricted leaflet is unknown, but it is unlikely that it is related to a manufacturing defect or device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), the 29mm sapien 3 case was prepped per IFU for transfemoral approach in the aortic position. The valve was well implanted in good position, however, a severe ai was noted. On angio, nothing unusual was seen but in echo, it seemed as one leaflet did not work as intended causing the severe central regurgitation. A second 29mm sapien 3 valve was implanted valve in valve with good outcome. The patient is doing well.